Event description:
On (B)(6)2021 03:51:15 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list o f affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a r eply form is received regarding fa896. Country: (B)(6): kajaani zip: (B)(6) input date: (B)(6)2021 warranty start: 06/14/2019 warranty end: 06/13/2023 batch - ng1941615h.02/17/2022 17:06:40 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: completed mdt initial contact: (B)(6) taken by:(B)(6) zrap 9929370 fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list of affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a reply form is received regarding fa896. Initial notes: crack on select button inquired what led up to the complaint. Customer response: crack on select button bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack on select button. 2. Damage occurred: normal use. 3. Location of the damage is: crack on select button. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: sending rpl additional notes: sending rpl ship: pump/return: pump country: (B)(6) kajaani zip: (B)(6) input date: 10/13/2021 warranty start: 06/13/2019 warranty end: 06/12/2023 batch - ng1941615h.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the select button and retainer ring found on (B)(6)2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, serial number label missing and cracked retainer. Cosmetic damage was confirmed at keypad overlay and retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, serial number label missing and cracked retainer. Cosmetic damage was confirmed at keypad overlay and retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the insulin pump had crack on select button. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.